Event description:
Medtronic received information that unknown duration post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a non-medtronic valve. The reason for the replacement was reported a torn leaflet. It was reported that the patient developed transient ischemic attack (tia). No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. A supplemental report will be submitted after completion of the analysis and investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets were in the closed position with the free margin of the right cusp touching the coaptive ridges of the non-coronary and left cusps. All leaflets were flexible. The right and left cusps appeared prolapsed possibly due to the dehisced left right commissure. An abrasion through the free margin and lunula of the non-coronary cusp was noted. The abrasion appears to be due to contact with the bias cloth of the outflow railing. The left right commissure was dehisced, possibly related to the separation of the layers behind the aortic wall behind the commissure. The sutures holding the aortic wall to the stent post appeared intact. The left non-coronary commissure appeared intact. The right non-coronary commissure appeared partially dehisced. The sutures holding the aortic wall to the stent post could no t be observed. A thick remnant of glistening off-white pannus remained attached to the sewing ring adjacent to the non-coronary cusp. Traces of pannus covered the sewing ring on the outflow. Radiography did not reveal calcification on the leaflets and commissures conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the torn leaflet appears to have been contributed by abrasion against the bias cloth. Dehiscence of the commissure may have contributed to the leaflet impacting the bias cloth. Prolapse of the leaflet was also noted due to commissure dehiscence. A conclusive cause of the commissure dehiscence could not be determined. The manufacturing sutures holding the aortic wall to the stent post appeared intact. Commissure dehiscence is a known failure mode and its associated risks is documented in the risk management file. Device evaluated? Updated coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is no information to indicate that the patient ever experienced a transient ischemic attack (tia). No add itional adverse patient effects were reported.